Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this device was in safety mode. An explant procedure was performed and the device was explanted and replaced. No additional adverse patient effects were reported.

Event description:
This supplemental report is being filed due to the completed evaluation of this product.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Interrogation of the device confirmed it was operating in safety mode and that both brady and tachy therapy remained available. Review of device memory identified an error. The error resulted in software resets performed in an attempt to correct an identified memory inconsistency. The corrupted memory was corrected in the laboratory and the device reverted to normal operation. The cause of the memory inconsistency was not able to be determined through laboratory testing but was likely the result of exposure to radiation, either therapeutic or environmental. The 3191 code was utilized due to the surgery that occurred. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.